Event description:
The customer reported to olympus, the image was poor when using the subject device during preparation for use for an unspecified procedure. There was no sedation involved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented when the investigation has been completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h4, h6 and h10. Attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request of a ¿poor image¿ was confirmed. The device evaluation found the image malfunction was attributed to a faulty image sensor (ccd). A DHR review was completed, and no issues were identified. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.